Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator base was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported the unit had a caster break off the unit. No patient involvement.